Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 454 mg/dl. The customer treated high blood glucose with a manual injection. Current blood glucose 116 mg/dl. Troubleshooting was performed and found the infusion set cannula was bent. The customer declined to troubleshoot for high blood glucose stated changed out the infusion set and seem to be working. The insulin pump will not be retuned for analysis.